Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: impossible to unlock buttress nut. After implanting the helical blade into the patient through the protection sleeve, it was impossible to unlock the buttress nut out of the aiming arm. Connecting the nut into the aiming arm, most of the time works hard, but it is almost impossible to disconnect them. In order to disconnect the instruments the doctor could only turn the buttress nut until it loosens from the protection sleeve. This is 1 of 4 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and a device history records review has been requested. The investigation is ongoing.

Event description:
This is 1 of 4 device for this event reported on complaint (B)(4).

Manufacturer narrative:
The instrument was checked for conformance to the specifications and for functioning, neither a product or a function fault could be detected. This device was found to be in perfect working order. Further investigation regarding manufacturing and inspection records revealed that this article was manufactured according to the specifications. We can only assume that the complained malfunction is a result of wear and tear. Device history record manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA.